Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The posterior leaflet was severely retracted and short and annulus calcification was noted. Additionally, an acute chordal rupture occurred pre-procedure, with consequent anterior leaflet flail. One clip (61206u188) was implanted and the mitral regurgitation (mr) was reduced from grade 4 to grade 2. A second clip delivery system (cds) was prepared and it was noted that the first clip detached from the posterior leaflet, remaining attached to the anterior leaflet (slda). The mr had increased to grade 4. There was no tissue damage noted to the leaflet. The second clip was implanted and the mr was reduced from grade 4 to grade 1-2. No additional information was provided.